Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Based on device history documents, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The impactor strike plate had fractured from the body as stated in the complaint. This product failure likely occurred due to excessive or off center impactions, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a reverse shoulder procedure, during the final impaction of the implant, the strike plate fractured off. No fractured pieces fell into the patient and there was no patient injury. No adverse events have been reported as a result of the malfunction.